Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the cleaning brush was caught and clogged due to damage to the forceps channel. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that a cleaning brush got stuck in his olympus evis exera iii gastrointestinal videoscope¿s biopsy channel during reprocessing. This event had no patient involvement. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing due to the damaged channel/nozzle. The compromised channel/nozzle would not allow for a correct reprocessing cycle to be performed. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. As noted in b5, the nozzle/channel was damaged and compromised the device¿s ability to be successfully reprocessed. Additionally, the distal end adhesive was compromised and discolored. The insertion tube had deformations present. The resin components were damaged, and there was evidence of fluid invasion. If additional information becomes available following the device evaluation, a supplemental report will be filed.